Event description:
It was reported that the patient had not charged or used their implantable neurostimulator (ins) for over 6 months up to a year. The reason given for the patient having not recharged was that ¿it was not working for her.¿ the patient had not tried to recover the device. The caller wanted to make sure the device was off for an MRI unrelated to the device. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, if any intervention had occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information was received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37092, lot # 271390001, implanted: (B)(6) 2011, product type accessory. (B)(4).